Event description:
The lay user/pt contacted lifescan )lfs) alleging the one touch ii meter would not power on, and was also giving a "not ok" error message. On amrch 22.2006 at 6:30 am the pt tested her fasting blood glucose level but obtained the error message 'not ok' when the rpeorted meter was turned on. The pt confirmed to the mas that the meter would power on. The pt took her normal dose of 23 uhnits humalog 75/25 insulin. Later that morning the pt was driving to her greanddaughter's school, and began to feel faint. At approximately 11:00 am the pt passed out. Employees at the school contacted emergency services. The paramedics tested the pt's blood glucose level to be 40 mg/dl. The pt was treated intravenously with glucose, and was allowed to go home. She was not hospitalized. The pt takes humalog 75/25 insulin 23 units in the morning and 10 units in the evening. The pt adjusts the insulin dose based on meters readings. The customer care advocate (cca) determined during the troubleshooting telephone call the battery hasd been recently replaced, was correctly installed and the meter battery contacts were in good condition. The meter, test strips and control solution were replaced. The pt was unable to obtain a fasting blood glucose result on the reported meter due to the error message, she took her insulin dose, and later suffered a hypoglycemic event, requiring emergency medical attention. Therefore, this complaint is being reported as an adverse event.